Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. A visual and tactile examination found no issues with the catheter tip profile. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profiles. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was still intact on the delivery system when the device was removed and was intentionally removed from the delivery system after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 4.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent was lifted while still mounted. The procedure was completed with another 4.00 x 28 synergy¿ stent. No patient complications were reported and the patient's status was good.